Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an ambicor penile prosthesis (app) procedure due to the patient experienced erosion. The app was explanted and a new spectra concealable penile prosthesis (spp) was implanted. No further complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The cylinder was eroding the penis and the urethra. The explanted app was not working, the specific issues was not provided. The patient had a good outcome.